Event description:
It was reported that the patient came went to the hospital due to device alarm going off. It was noted there was right ventricular (rv) lead impedance warning seen during device interrogation and lead trend showed an increased short interval counts (sic). The lead was explanted and replaced. It was also reported that the device and left ventricular (lv) lead were both damaged during the rv lead replacement. Both device and lv lead were also replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID d294trk ICD implanted: (B)(6) 2010. (B)(4).